Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the seal/duct bill was sticking open and was leaking pneumo. They changed the trocars and completed the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 4/10/2009. Information anticipated, but unavailable at this time.